Event description:
Airway pressure monitor was reported to have failed to exhibit low pressure alarm condition when pt circuit become dislodged from the tracheal tube. An attending therapist re-connected breathing circuit without any further incident. Device was not properly set up prior to operation. Unit was subsequently set up according to MFR's specs.